Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had not seen her doctor since 2015 (B)(6) and was unable to get an appointment until 2015 (B)(6) to check her bladder. The patient was instructed to reduce stimulation, which she did (from 4 at 6.8 to 1 at 2.8). Stimulation toes and leg stopped, so she went back to 4 at 2.8. Suddenly on 2015 (B)(6) toes and leg stim came back. This was always at night, but the patient did not notice it during the daytime. As of 2015 (B)(6) the patient had the device set to program 3 at 3.0 and was hoping to hear from somebody soon. It was noted that since (B)(6) when implanted the patient had no decrease in frequency. The manufacturing representative suggested that the patient turn therapy "off" when she slept. The patient was wondering if the stimulator was defective and if the leads were okay. It was noted that the patient's urgency had reduced greatly but the patient wore an overnight pad which was always soaked between 10pm and 2am.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uem0, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they were experiencing uncomfortable stim/overstimulation. The therapy was confirmed on. There were no trauma/falls reported that could be related to this issue. The reported issue was related to positional movements. The patient stated her toes wiggle and legs jump only when she is laying down "and it happens when I have a series of urine frequencies during the middle of the night". It was considered decreasing amplitude; this did not eliminate the uncomfortable stimulation. Regarding turning the stimulation off; this did not stop the sensation. Urinary/bowel symptoms had returned. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. The patient reported that "during the night my toes wiggle and my legs jump, and my stimulation was too high it was up to 6.3 on program 4 and I put it down to 3.0 and it still happens". The patient stated that she spoke with her representative on (B)(6) 2015, and he told her to reduce stimulation and then call him back if the problem wasn't helped and it hasn't". The patient reports that this problem started "about 10 days or two weeks ago". On (B)(6) 2015 the manufacturer's representative reported that the patient had not been seen yet. Indication for use was noted as: urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.